Event description:
It was reported a patient presented in clinic with inappropriate shock due to incorrect interpretation of signal on their implantable cardioverter defibrillator (ICD). Programming changes were made to restore normal parameters. The patient was stable.